Manufacturer narrative:
Pump received with flashing white display. Unable to perform the displacement test, sleep current test, active current test and self-test due to flashing white display anomaly. Unable to download history files and traces using thums due to flashing white display. Pump was cut open to perform visual inspection and found moisture damage on the pcba 1 / pcba 2 / force sensor / motor. Unable to verify pump error 35 alarm due to download difficulties. The following were noted during visual inspection fading serial number label. Flashing white display anomaly was confirmed during analysis due to moisture damage on the electronic assembly. Exposed to moisture confirmed. Unable to verify pump error 35 alarm due to download difficulties. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employees caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
It was reported to medtronic minimed that the customer experienced a pump error 35 alarm - a broken force sensor was detected during seating or regular delivery. The customer also reported that there was splash of water in insulin pump. The customer reported no adverse event. The event involved product(s) mmt-1884. Troubleshooting was performed for the pump error 35 alarm. Troubleshooting was declined by the customer for fluid in pump. Customer reported that pump was exposed to moisture but there is no visible fluid in pump. No harm requiring medical intervention was reported. The customer will discontinue use of the device. Mmt-1884 was requested and customer response was the device will be returned.

Manufacturer narrative:
This MDR related to the puerto rico manufacturing site has been assigned a medwatch number from the medtronic minimed northridge site, per variance 5. Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employees caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.